Event description:
It was reported that the patient was in the emergency room after receiving a high number of shocks. Interrogation of the device which showed the shocks were due to t-wave oversensing. The interrogation also observed that a lead integrity alert was triggered. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.